Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot was performed and passed. Functional tests were performed and failed the audio test and internal mic test. A manual sound test was performed and failed. An interior visual inspection was performed and failed due to the speaker being contaminated. Pictures were taken. The speaker was verified bad by substitution on testing. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.